Event description:
A doctor's office alleged that a patient experienced a debonding of restoration after placement with bond-it.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor's office. The doctor plans on re-doing the restoration for the patient. Multiple attempts were made on (B)(6) 2013 to the doctor's office to obtain further information; however, the doctor's office has remained unresponsive. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluations can be conducted.